Event description:
Alleged the emergency trendelenburg function is not working.

Manufacturer narrative:
The facility found that when the CPR is pulled, the wrench light comes on. The engineer unplugged the head at the logic board and there was no wrench code. Reseating the head connector at the logic board repaired the bed.